Manufacturer narrative:
Corrected information: e1 (included phone number). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the early cognitive and quality of life changes in patients after transcatheter aortic valve replacement (tavr). The study population consisted of 37 patients who underwent transfemoral tavr for severe aortic stenosis. Tavr was performed with either a medtronic evolut r system, non-medtronic sapien 3 system, or a non-medtronic navitor system. Among all patients in the study, the following adverse outcomes were recorded: access site hematoma (no intervention mentioned), dialysis for contrast-induced nephropathy, need for pacemaker implantation, new atrial fibrillation or flutter, elevated mean gradient, ¿more than mild¿ aortic regurgitation (indicating a grade of moderate or severe), and increased use of oral anticoagulant medication. In their study results, the authors found that a higher cognitive assessment score at baseline was associated with a better functional outcome after tavr. Additional information received from the corresponding author stated that the patient population was small and therefore the study was underpowered to detect outcomes according to the type of device system used for tavr. Further, the author noted the access site hematoma and contrast-induced nephropathy requiring dialysis events were not related to the implanted tavr device.

Manufacturer narrative:
Citation: istrate m, dregoesc mi, buiga vs, redfern j, iancu ac. Early cognitive and quality of life changes after transfemoral transcatheter aortic valve replacement. Med pharm rep. 2025;98(3):311-319. Doi:10.15386/mpr-2885 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the early cognitive and quality of life changes in patients after transcatheter aortic valve replacement (tavr). The study population consisted of 37 patients who underwent transfemoral tavr for severe aortic stenosis. Tavr was performed with either a medtronic evolut r system, non-medtronic sapien 3 system, or a non-medtronic navitor system. Among all patients in the study, the following adverse outcomes were recorded: access site hematoma (no intervention mentioned), dialysis for contrast-induced nephropathy, need for pacemaker implantation, new atrial fibrillation or flutter, elevated mean gradient, ¿more than mild¿ aortic regurgitation (indicating a grade of moderate or severe), and increased use of oral anticoagulant medication. In their study results, the authors found that a higher cognitive assessment score at baseline was associated with a better functional outcome after tavr.